Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device forceps couldn't go through the scope and when they tried to clean it, they encountered a clay like substance obstructing the passage. The issue occurred during a colonoscopy procedure which was completed utilizing the same device. There were no reports of patient harm.

Event description:
No additional customer information was provided.

Manufacturer narrative:
Updated: b5, d10, h3, h6, h11. Added: h2. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.